Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was not making any sound when alarming. The device alarmed low battery, replace battery, and power loss with no audible alarms. Troubleshooting was not completed due to the audio issue. The customer¿s blood glucose during the incident was 21.9 mmol/l and the customer was treated with a manual injection. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No power loss anomalies or battery power loss alarms noted during testing. Power error due to j6 connector resistance issue.